Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery out limit alarm and button keypad anomaly. Customer's blood glucose level was 114 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer advised the battery was low, they replaced the battery, the device started to count down, the patient placed the device on set hour and the insulin pump would not allow them to touch any buttons. Troubleshooting for keypad anomaly was performed. Customer advised the buttons on the insulin pump were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specifications. No unexpected battery out limit alarms noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. The numbers did not ramp up on their own and no scroll bar moving without input noted.